Manufacturer narrative:
Visual inspection performed by r&d project manager visual inspection performed on 23rd september 2019. In the stem, the coating was almost all present on the surface and no particular sign was visible on it. From the received piece it is not possible to determine the root cause of the event, but as declared, it can be related to the surgery, as the surgeon recognized that the cut of the collar was very high.

Manufacturer narrative:
Batch review performed on 27 november 2018: lot 183339: (B)(4) items manufactured and released on 04 september 2018 . Expiration date: 2023-08-22; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: lot 179933: (B)(4) items manufactured and released on 15 may 2018 . Expiration date: 2023-05-03; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that a revision surgery is scheduled for (B)(6) 2018 revision surgery due to leg length discrepancy planned 2 weeks after the primary. *note: during the surgery, surgeon noticed that the stem was raised of 3mm while the grater was properly flush. A slight lengthening of the lower limb of 3 / 5mm was found immediately postoperatively. When surgeon returned to see his patient before the discharge, the lengthening of the lower limb was 10 to 12 mm. Surgeon recognizes that he made a high cut of his collar.